Event description:
Customer reports the goldenberg snarecoil needle did not seal well when a syringe was attached to aspirate back marrow.

Manufacturer narrative:
(B)(4). The luer lock ears on the needles were damaged. The reason for the damage is likely caused by twisting the luer lock syringe past the point where the connection was completed, using either a plastic or metal tipped syringe. This needle has two small ears to make the luer connection and if a syringe is put on too tightly there is a chance that the ears could be overcome by the treads on the syringe. Typically this takes more force than is expected to be used. We were still unable to aspirate with both a luer lock and luer slip syringe.